Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue but would not release from the catheter to deploy. Reportedly, the end of the scope was straightened out, the handle was manipulated, and the clip eventually released onto tissue. It was noted that initially, the pop stage of deployment was not heard until the physician straightened the end of the scope. The same issue happened to the second resolution 360 clip device. Both clips deployed onto tissue, and the procedure was completed at this time. There were no patient complications reported as a result of this event.